Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the trocar presented a valve that didn't allow to enter the cavity. When they tried the valve burst. Unknown how case was completed and no further information is available. There were no adverse consequences for the patient.